Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. A arcos 3.5mm hex drive,was returned and evaluated against the complaint. Visual inspection found the condition of the device to be consistent with a multiple use instrument. The handle is lightly scratched with sporadic discoloration or oxidation spots. A ring of wear was observed around the shaft near the fracture. The tip of the driver is fractured off. The fractured portion of the driver was not returned. Hardness evaluation of the device, determined it is conforming to device specifications. Stem was returned and evaluated against the complaint. Visual inspection found the stem to be in decent overall condition. No damage was observed in the threads of the stem. The taper is lightly scratched. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10930, 0001825034-2018-10931.

Event description:
It was reported that the tip of a hex driver fractured. The surgeon was unable to remove the trial body from the implanted stem. Therefore, the implanted distal stem had to be removed. The instrument malfunction caused a 45 minute surgical delay. Attempts have been made, and no further information is available.